Event description:
It was reported that a pt underwent an antebrachium procedure on (B)(6)2010 and suture was used to sew "real leather" discontinuously. Two days after the procedure, the surgeon found the suture was broken. Then the surgeon changed to a different suture to sew the wound again. Now the pt's wound has healed up.

Manufacturer narrative:
(B)(4). Results: one rep sample was returned for eval. It was visually and functionally examined for knot tensile strength and it met the requirements. Conclusion: the device was received in a condition that meets spec. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted for the same pt. See also medwatch 2210968-2010-01167, 2210968-2010-01168 and 2210968-2010-01169.